Manufacturer narrative:
Unit was received with frozen display due to corroded electronic assemblies. Unit was received with corroded motor home switch and with minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Moisture was seen on the bottom left edge of the screen. Fluid was under the lcd display. Customer's blood glucose level was 150 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.